Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip, and current flow was not detected across one grip tip. There was no obvious damage to the conductor wire(s). The instrument passed energy recognition but failed to deliver energy. The instrument failed the continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypo tube-cable junction. The internal hypo tube junction is within the main tube, near where the main tube meets the lower chassis. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument's bipolar function was not working. The customer attempted to change the cord multiple times, but it still didn't fix the issue. The customer then replaced the instrument with a new one and it worked normally. The procedure was completed with no reported injury.